Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting. The customer¿s blood glucose was 187mg/dl at the time of the incident. The customer stated the insulin pump was exposed to fluid/moisture when it fell on the water during vacation. The customer also stated that there was fluid under the lcd display. The customer thought the insulin pump was waterproof. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also reported that they received an unexpected restart but declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to confirm self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test. Unable to confirm unexpected restart alarm due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner.